Event description:
It was reported that the right ventricular lead threshold impedance had been steadily rising over the past two years and now was elevated. The lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.